Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An attempted to replicate the complaint and were successful and receive high/low glucose alarms on a (B)(6) device with (B)(6)/fsll version (B)(4) with the use of a known retained freestyle libre 2 sensor. If the product data is returned, additional extended investigation will be performed. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm alert using the freestyle libre librelink. On (B)(6) 2021, as a result, the customer had a seizure and was provide an injection of glucagon by a paramedic for treatment. No further information was provided. There was no report of death or permanent injury.